Manufacturer narrative:
Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the combo bolus setting was intermittently not being saved. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of his son (the pt) alleging that the combo bolus settings were not staying saved in the pump from use to use. The reporter claimed that the pump was not rebooting. He also denied trauma to the pump.